Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned. Electrical testing was normal. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had failed to capture. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.